Event description:
The philips proactive monitoring system showed that the left gantry control panel "up" button, located on the front of the gantry, intermittently stuck engaged. The philips field svc engineer (fse) confirmed that the customer did not report any uncommanded motion. There was no report of harm to a pt, bystander or operator.

Manufacturer narrative:
Note: we have not completed our investigation of this event . We will file a f/u MDR at the completion of the investigation. (B)(4).